Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and no errors were observed. The complaint confirmation of an initializing screen without manual restart could not be confirmed. A root cause could not be determined.